Manufacturer narrative:
The service provider tested the actual device on 11/05/2020 and provided the testing results to zyno medical on (B)(6) 2020. The device had a flow rate deviation of -8.43%. The reported under-infusion issue was confirmed. The device was calibrated, repaired and tested to meet full specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00037).

Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated that pump 615208 "was set to infuse 250ml over 1 hour and at the end of the hour there was still ~150ml remaining in the bag." The pump was under infusing. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.